Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that before use, the device experienced a user interface issue. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
H3: the bellavista logfiles were provided for further investigation. Log analysis confirmed that when the unit was first powered on in uganda on (B)(6) 2024, the only alarm observed was tf323. However, historical log data indicates that cfb entry errors were recorded on 2(B)(6) 2023 (for a 5-hour duration) and on (B)(6) 2024 (for a 2-minute duration) and the device was manufactured in 2020. Technical service has recommended replacing the main board and a precaution. Since the customer site lacks trained service personnel, the unit will need to be returned to zoll or an authorized service provider in the region to complete the repair.